Manufacturer narrative:
Product evaluation: an event of a high gradient was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the abstract of the "japanese journal of cardiovascular surgery" (print issn 0285-1474), vol.47, no.1, 2018, pp.7-12 2017 with the article titled aortic valve replacement for two siblings with mucolipidosis type iii. The male patient was diagnosed as muclipidosis type iii when he was 10 years and 4 months of age. At the time of initial diagnosis, the grade I of aortic regurgitation (ar) and mild mitral regurgitation (mr) was detected. Subsequently, the ar progressed to grade iii during the patient had being monitored. As the patient's left ventricular gradually enlarged as well as observation of declined ejection fraction (ef), a surgical intervention was scheduled. A cardiothoracic ratio was shown 64% by a chest x-ray. A transthoracic echocardiography (tte) revealed thickening, prolapse and significant leakage of the aortic valve. Furthermore, moderate mr and mild tricuspid regurgitation was confirmed. There were same findings noted on a transesophageal echocardiography (tee). A coronary angiography (cag) revealed left ventricular end-diastolic volume (lvedv) of 281% normal, right ventricular end-diastolic volume (rvedv) of 109% normal, left ventricular ejection fraction of 50%, and right ventricular ejection fraction of 53%. At the time of aortic valve replacement, all three cusps of the patient's native aortic valve were observed to have been thickening at the free edges and thinning throughout the cusps. After the patient's native aortic valve was incised, a 19mm sjm mechanical heart valve (serial number unknown) was sutured into place using non-everting mattress sutures. An evidence of histopathological examination exhibited specific degeneration which was presented on symptoms of muclipidosis. About 11 years after the initial avr, the patient was 26 years old. When an intensive examination for cold was conducted, pannus formation was confirmed around the aortic annulus. As a repeated tte revealed peak velocity of 4.2m/s and peak pressure gradient (ppg) of 71mmhg, it was assumed that the stuck valve was led to prolapsed pannus from the valve seat on left ventricular outflow tract (lvot) side. Although anticoagulant therapy was conducted, the patient's pressure gradient gradually increased due to resistance to anticoagulant. As ejection fraction had been maintained at 69%, re-do avr was performed. At the time of re-do avr, the annulus in the aortic position was observed to be significantly adhered. After pannus ingrowth on the left ventricular side was removed, this mechanical heart valve was explanted. A 20mm ats open pivot bileaflet heart valve (medtronic) was implanted instead. The patient was in stable condition postoperatively.